Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported that they would get shocked when they hug someone. No further complications were noted or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had an appointment with a manufacturer's representative for a device checkup. They stated that something was wrong with their device and they needed to contact the representative to cancel the appointment because their husband wasn't available to accompany them. No symptoms or further complications reported.